Event description:
It was reported to our consultant that a vns programming physician's model 201 programming wand was not working reliably to interrogate a pt. It took the wand several attempts to interrogate the pt, and when the physician tried to perform normal mode diagnostics, he could not successfully complete it. The wand batteries were checked and found it to be charged. The pt's vns was successfully interrogated with another programming system. The programming wand is being returned to the manufacturer for product analysis.